Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on anterior, opening on valve, wear abrasion and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: crease sharp opening, crack opening. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening. A cracked valve seat diaphragm valve.

Event description:
Device has been explanted.